Event description:
Caller reported an issue with the time setting on the pump, which was not aligned with the actual time. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the caller update the pump time and advised them to monitor the device and follow up if the time discrepancy reoccurs. The caller understood and acknowledged the advice.